Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is "pain, capsular contracture with an unknown baker grade". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient's friend reported left side "pain, capsular contracture with an unknown baker grade". Patient's friend also reported "auto immune issues, and having hyper thyroid removal"; these events are not related to the device. Device remains implanted.